Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 -17.00/+2.50/90 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. On the same date but different surgery the lens was explanted due to excessive vault and significant reduction of irido-corneal angles. On (B)(6) 2022 a replacement lens of longer length was implanted and the problem resolved.

Manufacturer narrative:
Device evaluation: h3- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).